Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The wire used in the procedure was not returned for analysis, so functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. Further functional testing was performed by connecting the rotapro advancer to the rotapro console control system. When the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues

Event description:
It was reported that the rotawire tip detached and remained inside the patient. The 70% stenosed target lesion was in a non-tortuous and moderate to severely calcified mid left anterior descending artery (lad). It was observed that there was an aneurism present in the mid lad. A 1.50mm rotapro catheter and a 330cm rotawire were selected for use. Preparation testing was performed. The rotapro was placed into dynaglide more and the rotapro was advanced through the guide catheter. The tip of the rotawire was observed to appear damaged. The rotawire was repositioned. While attempting to reposition, the rotawire tip midway through the radiopaque portion had detached. The detached portion was unable to be retrieved from the patient body. The procedure was completed with another 1.50mm rotapro catheter and rotawire. No patient complications were reported. It was further reported that the burr was rotating when the guidewire fracture occurred. The patient's status was stable post procedure.

Event description:
It was reported that the rotawire tip detached and remained inside the patient. The 70% stenosed target lesion was in a non-tortuous and moderate to severely calcified mid left anterior descending artery (lad). It was observed that there was an aneurism present in the mid lad. A 1.50mm rotapro catheter and a 330cm rotawire were selected for use. Preparation testing was performed. The rotapro was placed into dynaglide more and the rotapro was advanced through the guide catheter. The tip of the rotawire was observed to appear damaged. The rotawire was repositioned. While attempting to reposition, the rotawire tip midway through the radiopaque portion had detached. The detached portion was unable to be retrieved from the patient body. The procedure was completed with another 1.50mm rotapro catheter and rotawire. No patient complications were reported.